Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. A review of the IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions analysis of the device identified that the device was returned without the pin. During functional testing another pin was used to test the fit in the device and no issue were found. The replacement pin fit firmly in the device and would not readily come out unless actively pulled on. It is possible that there was an issue with the original pin; however, this could not be determined as the pin was not returned. Based on the investigation results, the reported event with the delivery device that led to the procedure being aborted was not confirmed. A conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during a convective radiofrequency water vapor thermal therapy procedure the delivery device was primed and the silver pin dropped out of the handpiece and the facility was unable to put it back in. The facility did not have a backup delivery device, the patient was placed in recovery and returned to the ward while the facility sourced another device. A new delivery device was received and the patient was brought back into the theatre and prepared for the case. The handpiece was primed and placed on the trolley ready for use when the pin dropped out onto the floor and was again unusable. Another delivery device was used without any issue and no clinical consequences to the patient.

Event description:
It was reported that during a convective radiofrequency water vapor thermal therapy procedure the delivery device was primed and the silver pin dropped out of the handpiece and the facility was unable to put it back in. The facility did not have a backup delivery device, the patient was placed in recovery and returned to the ward while the facility sourced another device. A new delivery device was received and the patient was brought back into the theatre and prepared for the case. The handpiece was primed and placed on the trolley ready for use when the pin dropped out onto the floor and was again unusable. Another delivery device was used without any issue and no clinical consequences to the patient.